Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose levels, with no readings exceeding 500 mg/dl. The customer had been experiencing frequent and recurring occlusions over the past two weeks and had previously contacted technical support for assistance. To resolve issues, the customer cleared the alarms and resumed insulin. A replacement pump was sent to the customer to resolve the issue.